Manufacturer narrative:
(B)(4). Batch # unknown. Photographic evaluation: this is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device inside of its opened package, with no apparent damaged, along with some surgical instruments and a piece of tissue on a surgical container. The second photo shows a label attached to the sales unit with the product code cdh25a and lot number 312a53. Based on the two photos review, the event describe could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the surgery (esophageal), could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.